Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received 27-mar-2023. The object was observed inside the tubing. The object appeared to be foreign material rather than cloudy. As a result of checking after the collection of the device, no foreign material was found in the tube. It was unknown if the material observed in the tubing was loose (with movement) or if it was embedded to the tubing plastic material (with no movement). As a result of checking after the collection of the device, no foreign materials were found in the tube. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a smartablate¿ irrigation tubing set and a foreign material inside the tubing issue occurred. During tube priming during the procedure preparation, something like foreign matter was seen in the chamber. They resolved the issue by tubing set replacement. The procedure was completed without any problem. There was no patient consequence reported. Additional information was received. It was observed inside the tubing. The object appeared to be foreign material rather than cloudy. As a result of checking after the collection of the device, no foreign material was found in the tube. It was unknown if the material observed in the tubing was loose (with movement) or if it was embedded to the tubing plastic material (with no movement). As a result of checking after the collection of the device, no foreign materials were found in the tube. The device evaluation was completed on 12-may-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No issues related to the reported event were found. However, it should be considered that bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). The event described could not be confirmed as the device performed without any issues. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate¿ irrigation tubing set and a foreign material inside the tubing issue occurred. Initially during tube priming during the procedure preparation, something like foreign matter was seen in the chamber. They resolved the issue by tubing set replacement. The procedure was completed without any problem. There were no patient consequence reported. Additional information was received. It was observed inside the tubing. The object appeared to be foreign material rather than cloudy. The event was assessed as MDR reportable for foreign material inside the tubing.